Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from a funeral home indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately nine months after device implant. The cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device associated with this adverse outcome was returned and no additional information is available. Consequently, further contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned and no additional information is available. Consequently, further contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.